Event description:
Boston scientific crm received information that during another manufacturer's lead replacement procedure, difficulty was experienced retracting the left ventricular (lv) setscrew of this cardiac resynchronization therapy defibrillator (crt-d). The setscrew was able to be retracted, and the device was replaced with another crt-d. No adverse patient effects were reported.

Manufacturer narrative:
Visual inspection of this device found all setscrews were in the up position. The lv seal plug was removed. Inspection of the lv setscrew revealed damage consistent with the setscrew having been cross-threaded. The defibrillation, pacing and sensing functions of the device were verified per automated testing.